Manufacturer narrative:
Procedural images and records were reviewed by sjm's medical consultant. Procedural images showed fluoroscopic images of balloon-sizing and the aso in the atrial septal defect. Transesophageal echocardiography (tee) images were not provided. The cause of the embolization remains unknown.

Event description:
The 34mm asd device was the largest device that safely fit into the pt's large atrial septal defect (35mm). The device went into position well with good defect coverage and was confirmed to be stable when tested. However, three hours post implantation, the device embolized to the right ventricle. The device was surgically removed and the defect repaired.